Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced issues with the meter and the insulin pump not communicating with each other. The customer believed that the two would automatically connect with each other. The customer's blood glucose was 470 mg/dl. The customer treated her high blood glucose with insulin pump therapy. The customer confirmed that the issue did not result in a serious injury or hospitalization. Assisted customer with the appropriate steps to program the insulin pump. The customer stated that she would call back to perform troubleshooting if her blood glucose stayed high. Nothing further reported.